Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this timewhen additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The instrument was received in good visual condition. When tested electrically the instrument failed continuity of the yellow (cutting) button on the rocker switch. The instrument was disassembled and inspected. The switch assembly was inspected and it was noted that the dome had shifted. This shift resulted in the dome shorting the activation circuit which resulted in a continuous activation.

Event description:
It was reported that during a laparoscopic hysterectomy, the device kept being activated after the surgeon released the button. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.